Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual and microscopic examination identified that the stent was damaged. Strut row 6 from the proximal end of the stent was raised. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No further product analysis was performed at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure a stent catheter failed to cross the lesion. The target lesion was located in the severely tortuous mid left anterior descending (lad) artery. A taxus liberte (mr) 32 x 2.50mm was advanced to treat the lesion but could not cross the lesion, despite several attempts. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.